Event description:
Device is not satisfactory. Rptr does not know if there is a flaw in lens or if size is incorrect. Rptr has found out that other people with this device are also having similar problems. Rptr experiences reflections when looking from side to side or up and down. Rptr has seen other physicians and spoken with MFR but is unable to get particular info concerning the lenses. Rptr needs to have the other eye done and doesn't want to experience the same thing.